Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have fallen into a diabetic coma and paramedics were called. Customer's blood glucose was tested at 25 mg/dl and sensor glucose read 65 mg/dl. Customer was taken to the hospital on november 11, 2015, with blood glucose of 170 mg/dl. Customer was treated and released three hours later. Customer reported that blood glucose remained high the whole day due to massive amount of glucose given in the hospital. Troubleshooting was performed on insulin pump which showed that insulin pump was functioning as designed. Customer was advised to contact healthcare professional regarding low blood glucose.